Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the proglide. Two additional proglides were successfully pre-placed. The sheath was upsized to a 9f and the procedure was completed. Hemostasis was achieved with the successfully placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional returned proglide device referenced in b5 is filed under a separate medwatch report number. The device was returned for analysis. The reported cuff miss was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number and expiration date h4: manufacturing date.

Event description:
Subsequent to the previously filed medwatch report, an additional proglide device was returned. There was a link break noted to the returned device. A device in this condition would not have achieved hemostasis. No additional information was provided.